Event description:
It was reported that pump displayed malfunction alarm and code but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction alarm returned, which customer acknowledged and understood.